Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion had mild tortuosity, was moderately calcified and had a 95% stenosis. The vessel diameter was 4.0 mm. Another company's guide wire crossed through the lesion, which was then changed to the flexi-wire. After performing ivus, the flexi-cut was delivered towards the lesion; however, after five cuts, at 20 ps, the balloon ruptured. The nosecone was not cleaned. A new flexi -cut was used to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the atherectomy catheter was returned with blood visible in the cutter window. There was dried contrast visible in the balloon. The balloon had loose folds. There was no damage noted to the atherectomy catheter. The indeflator used in the procedure was not returned. A new indeflator, filled with water, was used to pressurize the balloon to rated burst pressure. The water did not advance into the balloon; therefore, this was left pressurized overnight. There was a pinhole rupture in the middle of the balloon, 6 mm distal to the proximal seal. There were scratches on the balloon distal and proximal to the pinhole for a length of 3 mm. Product performance engineering reviewed the case description and the analysis of the returned flexi-cut. It was reported that after five cuts, at 20 ps, the balloon ruptured. The analysis of the returned device was able to confirm the case description as a pinhole rupture was noted on the balloon surface. Balloon ruptures may occur due to, but not limited to, mechanical damage, handling the device during use, over inflation and/or interaction with pt anatomy or interaction with associative devices. There were scratches on the balloon distal and proximal to the pinhole, which suggests interaction with another object such as the pt anatomy or associative device. It was reported that the lesion had mild tortuosity, moderate calcification, 95% stenosis which may have contributed to the failure. Since the device was able to be prepared for use, and used for several cuts, and based on the results of the analysis, this failure appears to be related to the circumstances during the procedure. The lot history record was reviewed. There are no non-conformities associated with this lot number. This MDR is considered closed by the product performance group.